Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) presented in backup mode with no backup defibrillation operation. Programming changes were made to resolve the issue. There were no patient consequences.